Event description:
It was reported that the customer had a sticking drive support cap. Customer's blood glucose level was 120 mg/dl. Customer was advised to disconnect the pump from their body and revert to a back-up plan by their health care professional. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.